Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a broken straw. The bowl was run using deionized water and during the run there was a grinding noise noted. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use during the initial prime cycle of the autolog wash kit, noise was heard. The customer stated that there was a loud audible abnormality described as a grinding noise. The bowl/centrifuge had an issue spinning and the customer observed the device wobble and vibrate. The bowl and tubing were re-seated, but no change was noted. There was no damage to the instrument or the wash kit. The wash kit was then replaced, and no noise was present with the new device. There was no patient involved. Medtronic received additional information that the instrument was on a level surface.